Event description:
The patient was shocked due to t-wave oversensing. The sensitivity was fixed and the upper threshold was increased to 87.5%. This lead is functioning normally and remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.